Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to patient experiencing significant halos, poor contrast, and blurry vision. Another johnson & johnson lens of same model, but different diopter (23.0 d) was used as a replacement. No unplanned vitrectomy, incision enlargement or sutures required and no patient injury reported. The patient is doing great post explant. The device was discarded and will not be returned. No further information was provided.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.